Event description:
It was reported that during a surgery the shaver blade got blocked intraoperative not allowing for fluids and disintegrated tissue to be removed via the suction tube port. Due to this issue unnecessary pressure and fluid overloading in the knee was the result. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.